Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that air bubbles were present in the tubing and reservoir during the fill process. The reservoir had a crack on top, but no leaks were observed. The customer was advised to remove the reservoir from the insulin pump and to change the infusion set. The customer changed out the infusion set and reservoir before calling, and declined further troubleshooting for high blood glucose. The infusion set and reservoir are returning.